Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device seals were broken and the top case was chipped and cracked front left corner. The device history log showed there was a pump motor drive off post error in history. The device was tested using the start-up and multiple flow and occlusion tests. The test was unable to determine. After checking alarm history the pump went into a depleted start right after the pump motor drive off post error. The root cause was not found. The tech replaced battery as a preventative measure. This remediation MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147.

Event description:
It was reported the pump motor drive error. No patient injury reported.